Event description:
It was reported the customer received a motor error alarm. The customer also reported there was a tiny scratch on the insulin pump's screen. It was also found the customer was able to rewind their insulin pump. Customer's blood glucose was 166 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No motor error alarms during testing noted. Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. Motor passed motor test. Pump has minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracked belt clip slot, and cracks on the reservoir tube.(B)(4)